Manufacturer narrative:
Device evaluated by bd service. The actual date of event is unknown. A review of the complaint history for sn (B)(4) was performed which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 24feb2018. The review was performed from the date of manufacture to the present date 24jun2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for sn (B)(4) was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue. Device was not returned to manufacturing facility.

Event description:
It was reported that unit not turning on/off. There was no patient involvement.

Event description:
It was reported that unit not turning on/off. There was no patient involvement.

Manufacturer narrative:
Omit: a2305 - misassembled (1398), a0407 - material discolored (1170), a25 - no apparent adverse event (3189), c0706 - stress problem identified, c19 - no device problem found, d14 - no problem detected and g04090 - motor(s), g04088 - membrane, g07001 - part/component/sub-assembly term not applicable.